Event description:
From (B)(6) 2022- (B)(6) 2023, we had 18 needlestick incidents where medical professionals used the dropsafe safety needle to give immunizations and the device was reported by the healthcare professional as faulty. Examples were - safety mechanism failed, the whole needle to syringe connection was weak and broke off (sometimes flying apart) or after engaging the safety device the needle "poked out of the safety cover". Lot numbers are multiple such as (B)(6) and many more.